Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0h8c3, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was indicated that patient was at the hospital a day prior to this call for bowel incontinence implant and the stimulation was set too high . It was indicated that it was when they fixed the wires and the setting was set too high, she was not able to sit in a chair due to pain. It was indicated that it was very painful. It was indicated that patient was currently on program two at 4.1 which was too strong and she was not able to sit down. It was indicated that the patient turned stim down to 3.6 and stated it was strong but comfortable. It was noted that patient would check with health care provider see how long she should leave it at the current setting. It was indicated that the patient had the wires redone a day prior to the call. She thought they were frayed and was without stim for 2 weeks and it was not good. It was noted that patient did not think the neurostimulator (ins) was helping much but being without the stim for two weeks she was able to see that the stimulation did work. It was also mentioned that patient was not trained adequately on using device. Additional information received indicated that patient stated that for the past 4-5 hours she had had an upset in her stomach and wanted to know if she should increase /decrease stimulation to help with this. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as 2013-(B)(6). The patient noted they first received help regarding their concerns through the manufacturer's customer service department.